Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with a2.0x8mm compliant balloon. The 2.0x32mm promus element stent was advanced however was unable to cross the lesion. Upon removal it was noted that the end of the stent was damaged. The lesion was dilated again with the 2.0x8mm balloon and a 3.0x16mm promus element stent was deployed in the mid lad. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0 x 8 mm compliant balloon. The 2.0 x 32 mm promus element stent was advanced however was unable to cross the lesion. Upon removal it was noted that the end of the stent was damaged. The lesion was dilated again with the 2.0 x 8 mm balloon and a 3.0 x 16 mm promus element stent was deployed in the mid lad. No patient complications were reported and the patient status is stable.